Event description:
One week after having essure implanted I started to have horrible pain in my right quadrant after feeling a pop and a stab during my shower. This was bad enough that I missed 3 days of work and have had serious pain in my abdomen and whole back. I continue to have this pain on an ongoing basis and not a day goes by that I haven't had this pain. It is more tolerable now and occasionally I have episodes of worse pain to the point I feel as if I am in labor. The ultrasound was done one month from the procedure. It showed the right coil was embedded in my uterine wall, my right tube was inflamed and the coil was no longer in the proper place.